Event description:
It was reported the customer requested assistance reviewing data after the nicu patient passed away. It was indicated the patient arrested around 03:00am and the staff wanted to see if alarms were paused or acknowledged as the alarm limits were changed, which impacted the nurse from escalating sooner. The customer requested information on alarm limits and when alarms were acknowledged and paused. The unit does not have a pic ix central station, and the patient was not admitted to the monitor. The logs received by the customer do not contain data from the event timeframe and are, therefore, unhelpful in determining device functionality.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. A philips remote clinical application (cas) contacted the customer at 3pm on the (B)(6) 2025. They reported an incident in the nicu at 3:00am on the (B)(6) 2025 and wished to have some data looked at until 10:00am. The unit does not currently have a pic ix. The customer informed philips the monitor has been taken out of clinical use and that they had switched it off accidently. The customer did not know for sure how long it was off and then stated > 2 hours. It is unknown if patient data would still be there if the monitor had been switched off and some data may have already been lost. Upon switching the monitor back on, there was still vital signs data, graphical data but limited alarm review data on the monitor (not looking back at the incident time). The cas talked the customer through finding the vital signs, trended data and alarm review regardless. The customer reported the incident was a death, and they wish to look at how the patient monitor limits were set, when the alarms were acknowledged and when alarms were paused. They also requested that philips pull some data from the monitor via support tool. Due to the old revision of monitor, it was uncertain whether it would show the data they needed. Due to the time sensitivity of the matter, cas went onsite to the (B)(6) nicu at around 6pm to take of trend data, graphical data, alarm data (screenshots), device log and decide data. The device data is encrypted, and so the customer was notified to un-encrypted the device data before this information could be sent back to them. The logs were collected and sent to an internal philips product support (pse) for further evaluation. Summary of technical complaint investigation: the logs were examined by the pse and the graphical data from (B)(6) 2025 20:45 until (B)(6) 2025 10:30, but no helpful information was provided for the time of the event, as the time resolution was only 15 minutes. As for the remainder of the data, the review of alarms and vital signs did not cover the time of the alleged event on (B)(6) 2025 at 3:00 am. · review alarms from (B)(6) 2025 05:04:10 until (B)(6) 2025 18:03:11 · vital signs with 15 min time resolution from (B)(6) 2025 21:00 until (B)(6) 2025 12:15 · device data does not contain any patient-related information based on the information available in the case, the cause of the reported problem could not be confirmed as the information provided was inconclusive. The alleged malfunction was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.